Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a displayable history check failed on startup alarm on the insulin pump. Customer stated that the pump was not stored without a battery or with a dead battery for an extended period of time. Customer had an absence of a no delivery alarm. Customer stated that the insulin was visible at the end of the tubing. Customer was advised to change the set and repeat the high pressure test but the alarm occurred. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test. However, alarms were found in the alarm history due to a corrupted history file. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.